Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned for evaluation and no image was provided to perform an image review. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional testing. During manufacturing all inspections are conducted on 100% of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. A device history record (DHR) is not required as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A lot history review is not required as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A manufacturing mitigation review is not required as no device was returned and there is no evidence to support that a manufacturing/design defect potentially contributed to the complaint. The IFU and procedural training manual provides guidance for potential adverse events. Potential risks associated with the overall procedure including potential access complications associated with standard cardiac catheterization for the transfemoral access procedure, balloon valvuloplasty, and the potential risks of local and/or general anesthesia: exercise intolerance or weakness. Additional potential risks specifically associated with the use of the bioprosthesis include, but may not be limited to the following: structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, stent creep, suture line disruption of components of a prosthetic valve, thickening, stenosis) and device degeneration. No IFU/training deficiencies were identified. A complaint history review is not required for devices implanted 5 years or greater with calcification, dehiscence, leaflet tears, thickened leaflet, pannus or structural valve deterioration (stenosis, regurgitation) reported as the complaint. A risk management documentation review was performed and while edwards durability testing of sapien valves meets and exceeds current iso standard and FDA guidance for bioprothesis valve durability requirement (200 million cycles of accelerated wear testing (awt), which is equivalent to 5 years of durability), bioprosthetic valves are known to have a limited life span due to valve degeneration or deterioration over time. Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprothesis heart valves as outlined in the IFU. With the known inherent risk of device, valves that are reported for degeneration post implantation over 5 years are considered natural deterioration of the valve and are not considered a device malfunction; therefore, it is not included in the risk management file. In this case, the device under investigation had been implanted for more than 5 years. There is no evidence of device malfunction contributing to the reported event. Therefore, the risk management file review is completed, no further action is needed. The complaint for "degeneration, deterioration" was confirmed by medical records. A manufacturing non-conformance was unable to be determined. A review of the IFU and training manuals revealed no deficiencies. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Additionally, as noted that patient had ckd (chronic kidney disease) stage 3 and hypercholesterolemia. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. And hypercholesterolemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. Based on the limited information provided, the root cause for the valve degeneration approximately 9 years 5 months post valve implant could not be determined but may be related to the patient's co-morbidities (hypercholesterolemia, ckd) and/or progression of the pre-existing valvular disease process.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the fcs, approximately 9 years and 5 months post implantation of a 23mm sapien valve in the aortic position there is a suspected failed valve. The reason for the failed valve is unknown at this time.